Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the keypad became unresponsive causing the user to discontinue the pump. The reporter indicated that the up, down, and ok buttons were under responsive. The reporter indicated that moisture was noted inside the pump¿s keypad. The reporter indicated using a backup treatment plan but was unsure how much insulin to dose as the rates were unable to be retrieved from the pump related to the unresponsive keypad. The reporter indicated blood glucose levels of ¿high¿ on the meter (over 600 mg/dl) with blurred vision and extreme drowsiness/difficulty waking.